Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, the patient experienced secretions and an unpleasant odor from the stoma site. A culture was done which found candidiadis. The patient was treated with an oral antibiotic and antifungal cream. The patient completed the treatment and on (B)(6) 2024 the secretions, infection and unpleasant odor remained.